Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader showed all tests passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc (abbott diabetes care) device. The customer's caregiver reported that the device failed to power on with either button press and test strip insertion. It was indicated that the customer experienced vomiting, "difficulty in breathing," and hyperglycemia. The customer went to a hospital and a healthcare professional provided unspecified antiemetics and insulin (dose/type unspecified) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A battery/no power issue was reported with the adc (abbott diabetes care) device. The customer's caregiver reported that the device failed to power on with either button press and test strip insertion. It was indicated that the customer experienced vomiting, "difficulty in breathing," and hyperglycemia. The customer went to a hospital and a healthcare professional provided unspecified antiemetics and insulin (dose/type unspecified) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader (B)(6) was investigated with retained test strips. Visual inspection has been performed on the reader and damage usb was observed. Reader did not powered on with button press, strip and usb cable insertion. Reader was connected to the computer and did not recognize the reader. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the returned reader and liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.